Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the positioning tip fell off into the patient. The surgeon found the tip and removed it from that patient. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device with the cannula cap detached from the cannula tabs was returned for evaluation. Upon evaluation, fire testing was not conducted because, the trigger was difficult to fire. The prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. Impact damage on the insertion fork caused damage bending on the prongs that is why the internal cannula components were not sliding properly. In addition the cannula cap fell off from the cannula tabs because, the damage on the fork.